Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was unable to run incoming functionality testing. Upon investigation the front te was severed from the cable connecting ECG a to the front te. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into a patient's death a reportable malfunction was found. The electrode belt was unable to complete incoming functionality testing. The device failure did not cause or contribute to the patient's death as the patient was in a non-treatable rhythm at the time of device deactivation.